Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from the cobas 6000 e 601 module analyzer. The initial result was 58.04 pg/ml and on the abbott the rerun result was 14.7 pg/ml. The rerun result with peg treatment was 32.99 pg/ml. The questionable results were not reported outside the laboratory. The reagent lot number was 00394029 with an expiration date of '02/20'.

Manufacturer narrative:
Fields a2 (age), and a3 (sex) were updated. Sample from the patient was submitted for investigation. The customer's result was confirmed. No interference against components of the reagent were identified; biotin interference was specifically ruled out. The investigation did not identify a product problem. The cause of the event could not be determined.